Manufacturer narrative:
The device is not scheduled to be returned to animas. The adverse event in this case was caused by use error and not a malfunction of the pump. If the device is returned at a later date, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 it was reported that the patient experienced hyperglycemia (303 mg/dl) with extreme drowsiness. No other signs or symptoms of hyperglycemia were reported and the patient self treated with the insulin pump. The patient remained on the pump. The patient reportedly did not respond to a replace battery alarm, causing interruption in insulin delivery. The reporter attributed this use error to be the cause of the bg elevation. This complaint is being reported because of hyperglycemia triggered by use error.